Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a ureteral stenting treatment procedure, stent placement difficulty occurred. A flexima us/8/26 w/glidex ureteral stent was positioned in the ureter and the introducer cannula was withdrawn from the stent. While attempting to remove the stent sutures, the suture became tangled in the stent resulting in the stent being pulled proximally and was not able to be repositioned. No patient complications occurred.